Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer's high blood glucose was 596 mg/dl and the another blood glucose was 470 mg/dl. Customer's low blood glucose was 32 mg/dl. Customer treated high blood glucose with manual injection and low blood glucose with fruit juice. Customer stated symptoms related to high and low blood glucose that were nausea and vomiting. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated that the reservoirs were leaking from the o rings and the customer was not getting insulin. Customer stated that the fluid was visible in the battery or reservoir compartment and under the display. Customer stated that the leak was passed from the second o ring. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.